Manufacturer narrative:
The mcs tip cover accessories used during the da vinci-assisted surgical procedure were discarded by the site. A review of the site¿s system logs reveal that the surgeon used two mcs instruments during the surgical procedures. A follow-up MDR will be submitted if the mcs instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hysterectomy surgical procedure, it was alleged that while using the monopolar curved scissors (mcs) instrument, the surgeon observed a thermal injury to the patient¿s bowel which was repaired with sutures. However, the root cause of the alleged customer reported issue cannot be determined.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, it was alleged that while using the monopolar curved scissors (mcs) instrument, the surgeon observed a thermal injury to the patient¿s bowel. It was confirmed that a general surgeon had to come in and repair the bowel injury. The general surgeon placed sutures on the bowel to repair the thermal injury. It was reported that the surgeon was dissecting tissue to create a bladder flap, and at that time, there was arcing upon activation of monopolar energy. As a result, there was a thermal burn on the bowel. It was confirmed that the tip cover accessory was installed on the mcs instrument. A fenestrated bipolar instrument was on one of the arms at the time of arcing; however, not in close proximity to the mcs instrument. No other instruments were in close proximity. A general surgeon was called in to repair the bowel injury, and sutures were placed on the thermal bowel injury. The mcs instrument was not removed and was working up until the arcing event. The mcs instrument, the tip cover accessory, and the cannula were inspected prior to use, and there was no visible damage. There was no change in instrument cleaning/sterilization processes. The following were confirmed: there were no known instrument collisions, energy cords were appropriately connected; the installation tool was used for the tip cover installation. It is unknown if lubrication was used during the tip cover accessory installation. The generator in use was an erbe 2.0 with a power setting of 3 on both the coagulation and cut mode. A grounding pad was in use on the patient¿s leg. There is no video recording of the procedure. The procedure was completed robotically with a backup mcs instrument. There are no known postoperative complications reported. The tip cover accessory was reportedly discarded.